Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. Per reporter the patient was hooked up approximately 2:00 pm and the patient returned approximately 4:30 pm with the alarm. It was reported that the pump was "remade," but the alarm recurred. No adverse patient effects were reported. Per reporter no additional information is available.